Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation

Event description:
The customer reported that during a defib-implantation procedure, the ECG curves flat lined and there was no spo2 displayed. Patient outcome is currently unknown.

Manufacturer narrative:
Subsequent information received indicated that, the patient was undergoing an implantable cardioverter-defibrillator (ICD) procedure when the fc2010 device lost vitals and had to be restarted to resume monitoring. According to the customer, there was no patient harm, nor was the patient negatively impacted as a result of the incident. The ICD procedure was successfully completed. The available information suggests that staff was likely testing the ICD during the operation when the issue occurred, however we have been unable to confirm this, nor have we been able to determine what was happening immediately prior to the loss of monitoring (if any electrosurgical equipment was in use, or if the loss of monitoring was completely spontaneous). Additional patient information was requested from the customer; however, none has been provided. A philips field service engineer (fse) was dispatched to the customer's site to address the reported problem. The device evaluation was performed by the fse on the actual device involved in this complaint. According to service notes, functional tests of the xper flex cardio device was carried out and pressure inputs p1-p4 calibrated. All vital parameters were reportedly displaying according to the specification and there were no technical errors observed. The device passed all functional testing and was returned to service. A search in salesforce found no further related calls. The device did not behave as expected by the customer and was rebooted to resolve the issue. Onsite field service was unable to confirm the reported problem during testing. Because of this, we are considering this to be a malfunction of cause unknown. The absence of further calls supports that the reported problem has not reoccurred. The device remains in use at the customer's facility. In addition, a issue impact assessment (iia-2975-2022-511) was submitted for the issue reported (fc2010 recovery from defibrillator and/or electro-surgical device use). Any additional investigation or action taken will be documented in the respective record.

Event description:
It was reported to philips that, during a defib-implantation procedure, the ECG curves flat lined, and there was no spo2 displayed. The device was in clinical use at the time the reported issue was discovered.